Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: device photograph(s) for the device related to the reported event of deflation, crease/folding of implant and capsular contracture was reviewed on (B)(6) 2020. Visual analysis of the photographs observed a little fluid is seen inside the device. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode. The event of capsular contracture, baker grade: unknown is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported a right side deflation, in addition healthcare professional reported capsular contracture baker grade unknown, and fold fault 1:00 anterior side." Device has been explanted.